Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure, the generator turned off twice and the case was cancelled. The patient was on the table, but did not receive treatment as the generator kept turning off. There were no consequences to the patient and the case will need to be rescheduled.

Manufacturer narrative:
One nt 2000 neurotherm rf generator was received for analysis. Visual inspection of the generator revealed no anomalies. The generator was connected to an external power source and the generator initially was powered on successfully. During investigation the power turned off several times which confirmed the reported event. A a loose wire was noted which connects the power entry module to the power supply board. After securing a tight connection of the wire, the device initialized successfully and displayed the new nt 2000 ix software application. Powering and the boot up functionality of the device were repeated several consecutive times to confirm a stable condition of the internal wiring. Testing of all ports was conducted while monitoring the port temperatures and impedance was within the accepted specification values. No hardware anomalies were detected. Functional and safety tests were performed and the device functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a loose wire.